Event description:
It was reported that a malfunction occurred on the pump with the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset the mobi pump, and attempts to do so were unsuccessful, leading to a transfer to the software team for further assistance. After resolution, the customer was informed they could continue using the pump and instructed to call back if the malfunction recurred, which did not happen.